Event description:
The customer contacted stryker to report that their device does not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaliated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.